Manufacturer narrative:
As the doctor was pulling the 6f-7f mynx control vascular closure device (vcd) back, the staff noted the ¿device just kept coming back¿ and seemed as if the balloon popped. Manual pressure was held, and device was removed. Pressure was held for 20min until hemostasis was achieved and maintained. The site was dressed in sterile fashion and the patient was sent to the recovery room for required bed rest. The patient was discharged later in the day without incident. The operator was a trained mynx user. The exam was a diagnostic heart cath. The mynx control was stored on shelf per policy. The device was taken out of package and prepped according to instructions for use (IFU). Prep of balloon was performed by radiologic technician (rt) and showed no leaks/holes. The device was inserted into 6fr x 11cm non-cordis sheath without incident. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There were no presence of pvd / calcium or tortuosity in the vicinity of the puncture site. No other information was provided. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. The procedural sheath was locked on to the sheath catch. The sealant remained in the manufacturing position and was exposed to blood as received. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water according to the mynx control instructions for use (IFU). The results revealed a leak in the balloon. Per microscopic analysis, under high magnification a longitudinal tear was observed approximately 4 mm from the proximal neck of the balloon. A product history review of lot f2106902, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Balloon loss of pressure most often occurs as a result of the balloon tearing on a calcified vessel wall, a damaged sheath or over inflation of the balloon. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. If the balloon loses pressure during use, the user may have to convert to manual compression. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As the doctor was pulling the 6f-7f mynx control vascular closure device (vcd) back, the staff noted the ¿device just kept coming back¿ and seemed as if balloon popped. Manual pressure was held, and device was removed. Pressure was held for 20min until hemostasis was achieved and maintained. Site was dressed in sterile fashion and the patient was sent to recovery room for required bed rest. The patient was discharged later in the day without incident. The operator was a trained mynx user. The exam was a diagnostic heart cath. The mynx control was stored on shelf per policy. The device was taken out of package and prepped according to instructions for use (IFU). Prep of balloon was performed by radiologic technician (rt) and showed no leaks/holes. The device was inserted into 6fr x 11cm non-cordis sheath without incident. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There were no presence of pvd / calcium or tortuosity in the vicinity of the puncture site. The device is expected to be returned for analysis. No other information was provided.